Event description:
Philips received a complaint on the efficia dfm100 device indicating that there was an ECG error. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The rse evaluated the device remotely. It was determined that the ECG was not functioning due to a faulty processor pca. The processor pca ((B)(4)) was replaced, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.